Event description:
A caller reported encountering a cgm error 42 while using their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, resolving the issue as the pump did not display the error code again. The caller successfully initiated their sensor session afterwards.